Manufacturer narrative:
Occupation is lay user/patient. Unique device identifier (UDI) (B)(4). The patient's meter and a test strip vial were returned for investigation. The patient's test strip vial contained no test strips for an investigation. The patient's meter was tested using retention strips and retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.7 inr, qc 2: 2.8 inr, qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the patient were observed in the meter¿s patient result memory. However, the alleged result of 2.8 inr taken on (B)(6) 2021 was observed in the meter memory on (B)(6) 2021. The investigation confirmed the patient's hematocrit result was within the acceptable range for the coaguchek system. Per product labeling, "hematocrit ranges between 25-55 % do not significantly affect results." Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable inr results with a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory methodology. At 4:10 p.m., the patient's laboratory result was 2.0 inr. "Around 5 p.m.," the patient's meter result was 2.8 inr. The patient stated the laboratory result was believed and no changes were made to her anticoagulation medication. The patient's therapeutic range is 2.0- 2.5 inr.